Event description:
It was reported that stent damage post-deployment, removal difficulties and inadequate/insufficient apposition occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 2.50x28mm emerge balloon catheter. An intavascular ultrasound (ivus) was used and a 28 x 4.00 promus premier drug-eluting stent was implanted for treatment. Post dilatation was performed with a 4.5x12mm nc emerge balloon catheter. However, during the removal of the nc emerge balloon catheter, the operator felt resistance and the proximal part of the stent was fractured and elongated which protruded to aorta. One ivus run was done and approximately 6mm of the stent was hanging into aorta. Furthermore, the stent was not fully deployed and well apposed. The procedure was completed and the patient was given dual aniplatelet therapy for lifetime and a restudy of angiogram after 6 weeks. No patient complications were reported and the patient status was stable. It was further reported that the stent deformed immediately during the removal of the nc emerge. The distal portion of the stent was well-apposed to target lesion the proximal segment of the stent was damaged/elongated but did not break into two pieces according to ivus. It was further reported that no interaction occurred between the stent and other device and there was no deployment or post-dilatation issues.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage post-deployment, removal difficulties and inadequate/insufficient apposition occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 2.50x28mm emerge balloon catheter. An intavascular ultrasound (ivus) was used and a 28 x 4.00 promus premier drug-eluting stent was implanted for treatment. Post dilatation was performed with a 4.5x12mm nc emerge balloon catheter. However, during the removal of the nc emerge balloon catheter, the operator felt resistance and the proximal part of the stent was fractured and elongated which protruded to aorta. One ivus run was done and approximately 6mm of the stent was hanging into aorta. Furthermore, the stent was not fully deployed and well apposed. The procedure was completed and the patient was given dual aniplatelet therapy for lifetime and a restudy of angiogram after 6 weeks. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage post-deployment, removal difficulties and inadequate/insufficient apposition occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 2.50x28mm emerge balloon catheter. An intavascular ultrasound (ivus) was used and a 28 x 4.00 promus premier drug-eluting stent was implanted for treatment. Post dilatation was performed with a 4.5x12mm nc emerge balloon catheter. However, during the removal of the nc emerge balloon catheter, the operator felt resistance and the proximal part of the stent was fractured and elongated which protruded to aorta. One ivus run was done and approximately 6mm of the stent was hanging into aorta. Furthermore, the stent was not fully deployed and well apposed. The procedure was completed and the patient was given dual aniplatelet therapy for lifetime and a restudy of angiogram after 6 weeks. No patient complications were reported and the patient status was stable. It was further reported that the stent was well-apposed to target lesion according to ivus.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage post-deployment, removal difficulties and inadequate/insufficient apposition occurred. Vascular access was obtained via the femoral artery. The 70% stenosed, eccentric target lesion was located in the non-tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 2.50x28mm emerge balloon catheter. An intravascular ultrasound (ivus) was used and a 28 x 4.00 promus premier drug-eluting stent was implanted for treatment. Post dilatation was performed with a 4.5x12mm nc emerge balloon catheter. However, during the removal of the nc emerge balloon catheter, the operator felt resistance and the proximal part of the stent was fractured and elongated which protruded to aorta. One ivus run was done and approximately 6mm of the stent was hanging into aorta. Furthermore, the stent was not fully deployed and well apposed. The procedure was completed and the patient was given dual antiplatelet therapy for lifetime and a restudy of angiogram after 6 weeks. No patient complications were reported and the patient status was stable. It was further reported that the stent deformed immediately during the removal of the nc emerge. The distal portion of the stent was well-apposed to target lesion the proximal segment of the stent was damaged/elongated but did not break into two pieces according to ivus. It was further reported that no interaction occurred between the stent and other device and there was no deployment or post-dilatation issues.

Manufacturer narrative:
Media analysis: the device was not returned to the complaint investigation site (cis) however procedural media was received and reviewed by the medical safety. The images provided are consistent with stent deformation but not stent fracture. Difficulty withdrawing the post-dilation balloon contributed to the stent deformation and displacement out of the target lesion. Stent deformation due to interaction with an ancillary device and difficulty withdrawing a balloon catheter are included in the promus premier and nc emerge risk management documentation.